Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a pyxis station in the birthing surgery area that was not communicating. The customer indicated that the user experienced a delay in dispensing medication as a result. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline and none of the drawers were detected on the bus. A field service engineer (fse) identified that the operating system firewall had been turned on, which caused the station to go offline and prevented login. The customer logged in and rebooted the station. After stopping the station at the desktop and switching the user, the fse signed in and disabled the operating system firewall settings. The station was rebooted, came back online, and all drawers became operational. The customer verified that the station was functioning normally and confirmed the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a pyxis station in the birthing surgery area that was not communicating. The customer indicated that the user experienced a delay in dispensing medication as a result. There were no adverse events or injuries reported based on this event.